Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Baxter (B)(4) received a report of a patient with peritonitis. The patient added that during automated peritoneal dialysis (apd) treatment the bag was leaking. The patient has been performing apd for 7 years without any peritonitis before this occurrence. The patient will be transferred to hemodialysis treatment and the peritoneal catheter will be removed.